Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline power fault alarm was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. The system controller event log file was reviewed for the reported event date of 24sep2025. The log file captured a driveline power fault alarm on (B)(6) 2025 that remained active throughout the remainder of the log file. After the system controller, serial number (B)(6) was exchanged, there were no further driveline power fault alarms captured. There were no other notable events, and the system appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU rev. D, heartmate 3 patient handbook rev. An are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Section 8 of the IFU, entitled ¿equipment storage and care¿ and section 6 of the patient handbook, entitled ¿caring for the equipment¿ explain how to properly care for the equipment, including the system controller and the modular cable. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the clinic with a driveline power fault alarm. The alarm cleared, but the site was observing if it came back. Log files showed an intermittent driveline power fault b on (B)(6) 2025. The controller and modular cable were exchanged on (B)(6) 2025. The modular cable was noted to have debris. Log files post-exchange showed no additional faults.